Event description:
It was reported that complete heart block occurred. A 23mm lotus edge valve was selected for implant. After the guidewire and valve delivery system crossed the aortic annulus, the patient had complete heart block. A temporary pace maker was placed. The lotus edge valve was successfully implanted. After the implant procedure, a permanent pace maker was implanted.